Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their manufacturing representative (rep) thinks that their controller is defective because its ¿not acting right and not providing therapy.¿ patient services asked the patient to clarify the problems that are occurring. The patient initially responded that their implant wasn¿t holding a charge, and the rep gave them a new controller, but the implantable neurostimulator (ins) still only holds a charge for 24 hours. Patient services reviewed that the ins battery capacity is not related to the controller and is based on programed settings. The patient acknowledged and understood that. The patient indicated that the issue they are encountering with their controller is that it would not change their settings. They stated that the controller would freeze up, and not do anything. The patient added that the rep switched out the battery to reset the controller, but the issue remained unresolved. They also noted that the last time they went to use the controller, they would only see a message notifying them that they need to reposition the recharger over the implant. The patient stated that they saw this message both with and without the recharger plugged in. They mentioned that the rep told them to call patient services to request a replacement. It was noted that the patient¿s issues were first noticed within a day or 2 after implant. The patient was transferred to repair. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's controller is not functional, freezes, and can't adjust controls and won't find the implant. No further information was reported.